Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed cable fault errors that would prevent the device from being able to charge and deliver therapy to the patient until the fault is resolved by the user. This message indicates that the device no longer detects a valid patient impedance. There are a number of factors that exist outside of a device malfunction that can cause this type of error including the connection of the electrode pads to the adaptor/multi-function cable, the CPR adaptor, the multi-function cable or the electrode themselves. It could not be determined using the logs what type of connection set up was being used. The electrode pads used were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.